Event description:
The customer's mother reported that her son was hospitalized with high blood glucose levels and high levels of ketones. The customer was treated with a dextrose saline drip. She also stated that the customer had been vomiting and had been losing consciousness. She could not recollect the exact date of the hospitalization, only that it was two weeks prior to (B)(6) 2014.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.